Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-10-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system -controller 2.0. Controller / (B)(4) /model #: 1420 / expiration date: 2018-08-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited vad stop alarms shortness of breath. The vad controller exhibited loss of power, double disconnect alarms, and poor mechanical connection on port one. The vad battery exhibited power disconnect alarms, power switching and critical battery alarms at greater than ten percent (10%) capacity. The pump remains in use. The controller and battery were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of bat305503¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con310057, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that three (3) power disconnect alarms and a critical battery alarm were triggered by bat305503. These alarms were caused by one of the cells falling below a voltage threshold. As a result, the reported ¿power disconnect and critical battery alarms¿ were confirmed. Log file analysis also revealed several premature power switching events due to momentary disconnections. As a result, the reported power switching was confirmed. Log file analysis also revealed 18 controller power-up events within the analyzed period. Momentary disconnections were recorded leading up to each loss of power. The controller was without power an average of 12 seconds per loss of power event. As a result, the reported loss of power was confirmed. Log file analysis additionally revealed 3 low flow alarms and 72 suction alarms were logged within the analyzed period leading up to may 8, 2018. The low flow and suction alarms are not related to the reported event. Based on the risk documentation, the most likely root cause of the observed low flow/suction alarms may be attributed to multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The reported vad stopped alarms could not be confirmed. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. The faulty weld can cause a cell under-voltage condition in the battery, leading to power disconnect and critical battery alarms. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal visual inspection did not reveal fluid ingress. The observed hairline crack is an additional finding unrelated to the reported event. Based on an investigation the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported ¿poor mechanical connection on power port one¿ could not be confirmed. The most likely root cause of the reported power disconnect and critical battery alarms can be attributed to the lifted cell weld. Based on an investigation the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Battery bat305503; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 120; FDA conclusion code(s): 23 controller con308644; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.